Event description:
Surgeon was performing a percutaneous pinning of the left ankle when a synthes guidewire broke off in the patient's ankle. After an attempt to remove it, the surgeon decided to leave it in. Approximately 4 mm of the wire was left in the ankle because it was not retrievable.====================== health professional's impression======================one guidewire was in - was placing another guidewire when the event occurred; feels that perhaps it was caused by a stress riser from the threads.